Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned inside an rhv and was seen to be deformed. There was no stent delivery wire (sdw) or introducer sheath returned. During functional testing, the rhv valve was cut during analysis to remove the stent. No further functional testing was carried out due to the stent being deployed and deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to be deployed during analysis and was also deformed. The as reported defects can be confirmed based on the analysis. The as reported and analyzed defects stent failed/unable to deploy, stent deployed prematurely during use and stent deformed were assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject stent was used for aneurysm embolization case. Coils were placed in the aneurysm completely, and the microcatheter was pushed out of the lumen of the aneurysm. After detaching the coils, the physician decided to deploy the subject stent. The stent was delivered to the target site and when the physician prepared to deploy it, the tension was strong when withdrawing the microcatheter and the stent could not be deployed with multiple attempts. The physician then decided to withdraw the stent system back, however, when the stent reached the internal carotid artery (ica) petrosa segment, it deployed unexpectedly inside the guide catheter due to the handling of the device. The stent was retracted out of the patient¿s anatomy and another similar stent was used to complete the procedure successfully. No adverse consequences were reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject stent was used for aneurysm embolization case. Coils were placed in the aneurysm completely, and the microcatheter was pushed out of the lumen of the aneurysm. After detaching the coils, the physician decided to deploy the subject stent. The stent was delivered to the target site and when the physician prepared to deploy it, the tension was strong when withdrawing the microcatheter and the stent could not be deployed with multiple attempts. The physician then decided to withdraw the stent system back, however, when the stent reached the internal carotid artery (ica) petrosa segment, it deployed unexpectedly inside the guide catheter due to the handling of the device. The stent was retracted out of the patient¿s anatomy and another similar stent was used to complete the procedure successfully. No adverse consequences were reported due to this event.